Event description:
It has been reported to philips that the system hung during startup, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.